Event description:
Spontaneous call from patient regarding both cadd legacy pumps 42n90 and 417648. Patient stated that her pump started beeping with error code "no disposal", she went to her friend's car and put the cassette on her back-up pump and it gave the same error on that pump. Pt said she quickly made a new cassette and put it on the original pump and it ran with no issues. Pt said she calmed down and attempted to run the original cassette on the 2nd pump and it started to run again with no issues. She believes that she received a defective lot of cassettes (lot 4116347) that is causing the issues and not the pump since it has happened on 4 different pumps. She said the same error of beeping and no disposal has occurred on 4 pumps for her in the last 2 weeks. Pt requested a new lot of cassettes be mailed to her to see if the issue occurs any further with a different lot of cassettes. No additional information or dates reported. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? No; did we replace the device? Replaced cassettes, not pump. Did the pt have a backup device they were able to switch to? Yes; was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; outcome? Resolved. Reported to (B)(6) by pt/caregiver.